Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2017-00767.

Event description:
Device 1 of 2 - reference MFR. Report# 1627487-2017-00767. Additional information received identified the leads were explanted and replaced on (B)(6) 2017 which resolved the issue. Reportedly, effective stimulation was restored postoperatively.

Manufacturer narrative:
(B)(4).

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2017-00767. It was reported the patient experienced ineffective stimulation. Reprogramming was tried to no avail. System diagnostics revealed high impedances on the lead. Surgical intervention may be taken at a later date to address the issue.